Event description:
Reporter stated that pt's blood glucose was tested using both a compact plus system and an unspecified bayer system. Values obtained on the 2 systems were reportedly 40% apart. Reporter did not indicate if pt's therapy was modified based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.